Manufacturer narrative:
(B)(4). Not returned.

Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation. The device was turned off. Device replacement was suggested.